Event description:
It was reported by a depuy mitek affiliate that a pt returned to the surgeon 4 weeks post op. The surgeon scoped the joint because of infection. Two weeks later, in 2004, the surgeon stated that he needs to remove the screw because the knee is still infected. The surgeon decided to remove the graft along with the screw and sheath. The surgeon did not feel that fixation was responsible for the infection.